Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving discrepant results for 2 different individuals when using consult hcg dipstick tests and consult hcg urine cassettes. The customer reported after receiving discrepant results for the first patient, the customer decided to test a colleague. The customer's colleague provided a fresh urine sample which yielded a faint positive hcg result with the dipstick test and a negative hcg result for the cassette test. The customer indicated they considered the faint positive hcg result to be false for the colleague. No adverse event was reported. No further information was provided. See MDR 2027969-2025-00057 for the discrepant result on patient 1.

Event description:
The customer reported receiving discrepant results for 2 different individuals when using consult hcg dipstick tests and consult hcg urine cassettes. The customer reported after receiving discrepant results for the first patient, the customer decided to test a colleague. The customer's colleague provided a fresh urine sample which yielded a faint positive hcg result with the dipstick test and a negative hcg result for the cassette test. The customer indicated they considered the faint positive hcg result to be false for the colleague. No adverse event was reported. No further information was provided. See MDR 2027969-2025-00057 for the discrepant result on patient 1.

Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and return products from the reported lot number. Retention and returned devices were tested with clinical negative urine samples, cut-off standards (25 miu/ml), and high positive standards (201.1iu/ml, 204.6iu/ml, and 245.4iu/ml for retention testing and 201.1iu/ml and 223.3iu/ml for return testing). Results were read at 3 and 4 minutes for devices tested with negative samples. All devices tested with clinically negative urine samples yielded negative results. Results were read 3 minutes for devices tested with cut-off and high positive standard samples. All devices tested with cut-off and positive samples yielded positive results. No false positive or negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or return product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.